Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was stretched. The final length of the soft cannula was measured to be 1.506 inches long; out of specification. Despite the noted damage, no problems were seen with fluid passing freely through the fluid path. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and the device¿s ability to deliver insulin. The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad, bottom housing, formed needle or soft cannula that would cause a skin irritation. The exact cause of the reported skin irritation could not be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Patient also tested negative for ketones and reported skin irritation at the infusion site (hip/buttocks). As treatment, a manual injection of insulin was delivered and pod was removed.